Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode. A field service engineer (fse) identified that multiple stations were offline across the kaiser network and informed the customer that the issue appeared to be it-related. Customer contacted their it department, which resolved the network issue. Fse verified that devices were communicating and instructed the customer to reboot the station. After reboot, successfully remoted into the station and confirmed network communication. Hardware functionality was tested via the application and remote smart service with no issues noted. Case closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was on disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.